Event description:
Description of reported event: it was reported after a thyroid procedure the patient claimed to be experiencing laryngeal paralysis. Relevant events and information: it was reported that during the thyroid procedure, the doctor noted he was not near the recurrent laryngeal nerve, "so did not need to use the nim stimulator probe." It was also noted he did not visualize the nerve at any time during the procedure. Sometime after the thyroid procedure was performed, a follow up laryngeal exam was done. During the procedure a unilateral paralysis on the operative side was observed and it was noted the surgical field was heavily scarred from a previous procedure. The doctor reported the patient has decided to seek follow-up treatment elsewhere and the patient's current condition is not known. It was later reported the doctor did use a reinforced emg tube but did not know which type or lot was used in the procedure.

Manufacturer narrative:
Emg tube 822936 is being used to data entry purposes only for this report. This report is being filed with MDR 1045254-2011-00052. This product was used for treatment, and not for diagnosis.